Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) with a high blood glucose (bg) level of 162 mg/dl and an unspecified amount of ketones. Customer was treated with intravenous insulin to address the elevated bg, which resolved the issue. Reportedly, an occlusion alarm occurred. The alarm was cleared and insulin delivery was resumed. A system check was performed with the reporting nurse and the pump was functioning as intended. At the time of the report, customer was still hospitalized. Multiple attempts were made to follow up with the patient regarding release date, but no response was received.